Event description:
It was reported that the user experienced consecutive insulin occlusion and stalled motor alerts on an ilet system, with hyperglycemia observed at 280 mg/dl rising to 368 mg/dl before declining to 211 mg/dl after troubleshooting and a complete disposable change; device identifiers provided included a cd lot and cartridge fill kit, while the adapter lot was unspecified. Symptoms included hyperglycemia. Outcomes included no hospitalization, continued use after troubleshooting, and symptom resolution with bg trending down. Investigation included customer interview, device and use history review, and user-performed troubleshooting. Investigation of this case revealed an unclear cause with no persistent malfunction observed after supply replacement and restart. It was concluded that the event involved hyperglycemia associated with reported occlusion alerts and a consecutive stalled motor condition, with cause undetermined and no device return for evaluation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.